Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial (B)(4), implanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a275, (B)(4), ubd: 08-feb-2022, (B)(4); product ID: 977a275, (B)(4), ubd: 08-feb-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had to ¿re-do¿ their leads. The patient mentioned that they were going back to their surgeon¿s office. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the leads having to be ¿re-done¿ was meant to be a change in the patient¿s body that made their crohn¿s flare up really bad because it was working down their left. They tried to get back to everything they used to do, but it wasn't resolved as they were still hurting. They just wanted the device out of their body. They had lost a lot of weight with this issue and the battery would hurt if they bumped it.